Event description:
It was reported that a leakage was found in the reservoir while the patient was being moved from the operating room to the ward. A tear was observed at the heat seal near the exit port. There were no adverse patient consequences reported.